Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer in support of this complaint. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 retention samples from the bd inventory were inspected and functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tubes have vacuum deficiency.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tubes have vacuum deficiency.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-08-31. H.6. Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the complaint could not be duplicated in the returned samples or the retention testing. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Manufacturer narrative:
H6: investigation summary bd received 3 photos from the customer in support of this complaint. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. As no customer samples were received, the investigation was limited. Additionally, 10 retention samples from the bd inventory were inspected and functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode of underfill with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: tubes have vacuum deficiency